Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver stripped during a proximal tibial plateau fracture utilizing the less invasive stabilization system (liss) system on (B)(6) 2015. There was another driver from an additional set available for use. There was no harm to the patient. No surgical delay reported. This is report 1 of 1 for (B)(4).